Manufacturer narrative:
H11: correction: b1 and h1 were updated to report type adverse event.

Event description:
It was reported that during surgery error appeared on the screen about " internal cable failure" and shutdown. After shutdown and restart error 40000000000 was displayed on screen. Surgery was completed as a manual procedure.